Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. During the investigation, visual inspection revealed the power supply cable was frayed and wires were exposed. The returned power cord was plugged and connected to a test power supply, the green light on the test power supply turns on indicating the issue was isolated to only the frayed power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.